Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received on (B)(6) 2015 notes that the left ventricular lead exhibited loss of capture on (B)(6) 2013.

Event description:
It was reported that after a routine pulse generator change out procedure, it was noted that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2013.